Manufacturer narrative:
Device was explanted on (B)(6) 2021 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During the device check at the hospital, eri was confirmed. At the last follow up, the battery indicated 64 percent remaining. On (B)(6) 2021 the device showed eri. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.